Event description:
On (B) (6) 2009, the pt reported that yesterday she had an elevated blood glucose reading of 500 mg/dl and a reading of 200 mg/dl when she awoke this morning. Her target range is 70-100 mg/dl. Symptoms are increased thirst and inability to sleep. She stated the up and down buttons on her insulin infusion device are not working. She said she boluses under her clothing and she did not realize the buttons were not working which resulted in her elevated readings. She stated her device has not been exposed to liquids or a hard impact. The buttons pop up when pressed. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.